Event description:
It was reported to boston scientific corporation that a sensation jumbo oval snare was used during a colonoscopy/polypectomy procedure on (B)(6) 2012. According to the complainant, the physician placed the snare loop around the target polyp and activated cautery; however, it was noted that the snare failed to transmit current and the tissue was not blanching. The active cord and electrosurgical generator were both replaced, but this did not resolve the issue. The physician attempted to remove the device; however, the loop would not extend and it could not be extricated from the polyp. As the polyp was quite low in the rectum, the physician used surgical scissors to cut the loop wire in order to remove it, after which the procedure was aborted. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual analysis confirmed the reported cut loop wire, and revealed kinks along the working length; however, there were no additional visual issues noted that could have contributed to the reported event. Functional testing could not be completed due to the cut loop. It is unknown what could have caused the failure reported issue since no functional tests could be performed due to the sample condition. There is not enough information and evidence available to determined a root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a sensation jumbo oval snare was used during a colonoscopy/polypectomy procedure on (B)(6) 2012. According to the complainant, the physician placed the snare loop around the target polyp and activated cautery; however, it was noted that the snare failed to transmit current and the tissue was not blanching. The active cord and electrosurgical generator were both replaced, but this did not resolve the issue. The physician attempted to remove the device; however, the loop would not extend and it could not be extricated from the polyp. As the polyp was quite low in the rectum, the physician used surgical scissors to cut the loop wire in order to remove it, after which the procedure was aborted. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) - the reported event of wire loop unable to deliver cautery. The reported event of wire loop embedded in patient. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.